Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer¿s international service technician confirmed the reported screen flicker issue. The manufacturer¿s international service technician replaced the removed and reaffixed video graphic array card and cables to address the reported problem. The unit was working fine. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the display was flickering. There was no patient involvement. Event date not specified: estimate used.